Event description:
Device was involved in an incident during which the pt sustained a laceration. Further info was received from the facility stating: the attending physician placed the clamp on the pt. The incident occurred durng initial positioning. The pt was in the supine position when a skull pin in the rocker arm made a 4 mm (2 stitches) laceration in the scalp on the left back of the head. The skull pins were disposable and identified as "codman", not mayfield. No deficiencies were noted in the post-operative inspections of the pins and the base unit used. The incident was described as follows: "when placing second skull pin in place, skull clamp "slipped" and tore pt's skin.